Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 10:08:42. During night drain cycle 2, the patient's ultrafiltration reading was 1191ml, indicating the home patient drained 1191ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as an inappropriate bypass of a low drain volume (ldv) alarm, not including the initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.